Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high impedance measurements and was fractured. As a result, an invasive revision procedure was performed and the lead was extracted and replaced. No adverse patient effects were reported as a result of this procedure.

Manufacturer narrative:
All available information indicates that the lead was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.